Event description:
It has been reported to philips that the system would not turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. The issue was resolved after the customer restarted the non-philips uninterruptible power supply (ups). There was no issue with the allura system. The system was returned to use in good working order and ready for clinical use. The available information indicated that the malfunction was with a non-philips uninterruptible power supply (ups) and not with allura system. At the time this complaint was received, philips did not have enough information to exclude the potential for a philips system malfunction, and as such the complaint was reported. Since that time, it was identified that there was no malfunction with the allura system, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and as part of troubleshooting restarted the uninterrupted power supply (ups) which resolved the issue. There was no error found by the fse. No similar incident has been reported till date. The codes were updated based on the investigation outcome.